Event description:
It was reported that during a bowel resection procedure, the patient had a leak proof anastamosis. Five days later, the anastamosis came apart. The patient was given a colostomy and is currently in the ICU. The surgeon stated due to patient's age, and another surgeon's comment that the break down in the anastamosis could be an outcome as a result of the age of her patient.